Event description:
The customer reported that the 840 ventilator had a blank screen. No pt involvement. The customer reported to have repaired the device. Covidien was not authorized to service the device.